Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An administrator reported that following an intraocular lens (iol) implant procedure, the patient reported that the vision wasn't what was anticipated. There was residual astigmatism postoperatively. The iol was exchanged in a secondary procedure 2 weeks later. Additional information was requested.